Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare provider called to report a right side rupture. The device has been explanted and replaced.

Event description:
Further reported was "focal contour deformity at the anterior aspect of the right breast implant is seen with inward folding of the implant shell. Isoattenuating fluid overlying the superior aspect of the implant shell¿inflammatory stranding and trace free fluid also seen tracking from the anterior breast implant to the overlying breast soft tissues.¿ additionally, capsular contracture, baker grade unknown was reported.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade unknown; "isoattenuating fluid overlying the superior aspect of the implant shell;" "trace free fluid also seen tracking from the anterior breast implant to the overlying breast soft tissues".